Event description:
The dialysis nurse reports a leak on the transfer set tubing. It is noted that one of the occluder feet on the set are broken. This is noted during use with no patient injury or medical intervention required according to the healthcare professional.